Manufacturer narrative:
Summary: end-user reported precision discrepant test result. Meter in complaint was returned. Pt info was not known. Timing between tests was not provided. %cv calculation revealed cv% above 20%. In-house tested returned meter vs. Other lab meters with therapeutic sample and retain strips ((B)(4)). Results met precision criteria. Returned meter was not defective. Further action is not required at this time. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. No further investigation is required. On 21-jul-2009: biosite received 1 inratio2 meter (sn# (B)(4)). For investigation results, & in-house (accuracy) testing. In-house precision test: test date: (B)(6) 2009; inratio meter 2: returned meter ((B)(4)); in-house meter ((B)(4)). Retained strip ln: (B)(4)(strip code: (B)(4)). (Since strip ln 080868b is unavailable, strip ln 080498a, which is registered from data memory was utilized). 2 therapeutic donors. In-house precision testing provided (inratio meter): donor-1, returned (inr): 2.0; in-house (inr): 2.0; mean: 2.00; sd: 0.00; %cv: 0% pass. Donor-2, returned (inr): 1.8; in-house (inr): 2.0; mean: 1.90; sd: 0.14; %cv: 7.44% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 0% and 7.44% respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required.

Event description:
Caller alleged discrepant results (accuracy).